Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion even after multiple attempts. On a subsequent attempt, the shaft broke. The device was successfully removed and the procedure was completed with a new balloon. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 44.6cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion even after multiple attempts. On a subsequent attempt, the shaft broke. The device was successfully removed and the procedure was completed with a new balloon. No patient complications nor injuries were reported.